Manufacturer narrative:
Investigation report attached is on retained samples only, pending conclusion of final investigation for unused returned samples. Actual used device was discarded by the customer.

Event description:
During treatment the dialyzers triggered a blood leak alarm on the machine. Staff tested with a blood leak test strip and it came back positive. Patient has not had recent vascular access intervention. No injuries, medical interventions, or hospitalization were reported for these incidents. Per clinic patient lost >200 ml of blood. Treatment was interrupted with 30 minutes of treatment remaining, machine was pulled for bleaching process. No further information was provided dialysis treatment setting: k+ 2, calcium 2.5, bicarb 35. Temp 36. Dfr 800, bfr350, treatment time 210 minutes. Base sodium 138. Type of vascular access: catheter.

Event description:
During treatment the dialyzers triggered a blood leak alarm on the machine. Staff tested with a blood leak test strip and it came back positive. Patient has not had recent vascular access intervention. No injuries, medical interventions, or hospitalization were reported for these incidents. Per clinic patient lost >200ml of blood. Treatment was interrupted with 35 minutes of treatment remaining, machine was pulled for bleaching process. No further information was provided dialysis treatment setting: k+ 2, calcium 2.5, bicarb 35 temp 36 dfr 800, bfr350, treatment time 210 minutes base sodium 138 type of vascular access: catheter.

Manufacturer narrative:
Investigation report attached is on retained samples only, pending conclusion of final investigation for unused returned samples. Actual used device was discarded by the customer. (B)(6)2018 : final investigation report attached is on unused returned samples.